Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that trend history showed that the lead exhibited high impedance of greater than 2000 ohms once. Several noise reversions were noted on the electrocardiogram. The physician attempted to provoke and reproduce the noise but was unsuccessful.